Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 797.8mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. An empty pump was reported. The patient had missed their refill. The low reservoir alarm occurred (B)(6) 2017. Per the healthcare provider the patient¿s mother didn¿t hear the alarm go off. The healthcare provider wasn¿t sure what happened stating that the patient¿s mother had a few kids with pump and was very good about coming in for refills. It was noted that the patient was larger in stature and it was reviewed that the alarm may sound different than an alarm in a patient that was thinner especially if lots of redundant tissue was present. The healthcare provider planned on filling the pump today. There were no patient symptoms reported as they had been treating the patient with oral baclofen. Per the healthcare provider they were trying to transition the patient from pediatric care to adult care. There were no complications.